Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress ¿ bent was able to be confirmed. The reported break - polymer jacket separation and the reported difficult to remove were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that inadvertent mishandling while unpackaging the device/removal from the dispenser coil resulted in the reported/noted core bend and the noted core kink; thus resulting in the reported difficult to remove; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported/noted deformation due to compressive stress and the reported difficult to remove. The reported break - polymer jacket separation was unable to be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that there was slight resistance felt during removal of the balance middleweight universal ii from the coiled hoop. After removal from the hoop, the nurse found that the distal working section of the guide wire was bent and had a polymer jacket separation. No patient was involved. This was not used in the patient. The physician replaced the guide wire and completed the procedure. No additional information was provided.